Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation at this time. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient underwent revision surgery on (B)(6) 2014 due to a broken 4.5mm locking compression plate (lcp). On (B)(6) 2014 the patient sustained a comminuted open grade 3 fracture of the right lower leg during a skiing accident. Initially the leg was stabilized with an external fixator and on (B)(6) 2014 the external fixator was removed and the 4.5mm lcp was implanted. The patient also underwent ligament reconstruction and several plastic surgeries. This complaint is related to (B)(4) which addresses additional events reported for this patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device history record review: manufacturing site: (B)(4). Manufacturing date: may 14, 2004. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.